Event description:
The customer reported the ise drain tube overflowed and leaked to under the instrument. The customer stated the volume of the leak was about 250 milliliters and a service request was generated. The customer was wearing personal protective equipment; no reports of exposure or injury were reported. No erroneous results were generated or reported.

Manufacturer narrative:
During the service visit on (B)(4) 2013, the field service engineer (fse) determined the ise drain valve p/n (B)(4) was not functioning; replacing the valve resolved the issue. The fse verified repairs and no further leaks were observed. The fse incidentally cleaned the chloride electrode tip and replaced the co2 membrane. This failure mode, upon recur, could potentially impact any or all chemistries, including critical chemistries. (B)(4).